Manufacturer narrative:
Product analysis #241074497: the complaint was confirmed. It was found that the battery wire connector was not properly inserted into the printed circuit board (pcb). The display wires were found to be pinched, with compromised insulation. The case was found to be damaged, with a broken hanger and a stripped boss. An encoder nut was found to be loose. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg was returned for service. There was no patient involvement. The epg tested out of specification, during analysis.